Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station tower door was obstructed by medication, preventing it from opening. The field service engineer manually released all doors to resolve a mechanical jam and corrected the door failure on door 2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the tower door was failed to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication there were no adverse events or injuries reported based on this event.